Manufacturer narrative:
H.6. Investigation summary: a complaint of set being used after expiration date was received from the customer. No product or photo was returned by the customer. The customer complaint of a defective set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10561554 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was expired. The following information was provided by the initial reporter with the verbatim: a tubing set (ref10561554) was used on (B)(6) 2023, after its expiration date of 17aug2023. I wanted to reach out to see if there was any pertinent information that I needed to know prior to reporting this error.

Event description:
It was reported that bd alaris pump module smartsite infusion set was expired. The following information was provided by the initial reporter with the verbatim: a tubing set (B)(4) was used on 22aug2023, after its expiration date of 17aug2023. I wanted to reach out to see if there was any pertinent information that I needed to know prior to reporting this error.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.